Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. D11 medical products: articular surface; p/n: 00596404012, l/n: 64535154; stemmed tibial component; p/n: 00598004701, l/n: j6631277; femoral component option; p/n: 00599601651, l/n: 64465103. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Concomitant medical products: articular surface; p/n: 00596404012, l/n: 64535154. Knee-nexgen-tibial tray-unk; p/n: unk, l/n: unk. Knee-nexgen-femorals-unk; p/n: unk, l/n: unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05344. Product location is unknown.

Event description:
It was reported during surgery that the articular surface would not seat properly. Subsequently, the surgery was completed with a different device. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found the dovetail feature exhibits damage (flared out). DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.